Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, before lens was implanted, the doctor wanted to look at the lens. He noted a large crack down center of lens. The procedure was completed the same day. Additional information was provided that, in the surgeon's opinion, the cause or what contributed to the event was that the lens was delivered that way. There was no patient contact.